Event description:
The customer reported a failure in the battery or the connector. Philips field service engineer clarified the customers reported problem. The issue was the device was shutting down. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure in the battery or the connector. There was no report of patient involvement.